Event description:
It was reported that during a laparoscopic procedure for hysteromyoma, as the energy blade which was used with the device touched the sleeve when being activated, the tip of the device was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Event description:
A customer contacted baxter?s global technical service center to report a system error (se) 2240 (indicating air) on the homechoice (hc) during use. The homepatient (hp) was connected and started priming again while connected. The technical service representative (tsr) recycled power, cleared and explained the alarm. The tsr checked and all bags were spiked properly. The tsr told the caller to discard supplies. The tsr told the hp he should never be connected during priming.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3/3 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Follow up with the patient revealed that there was no medical intervention or injury associated with this event. The patient stated that he was informed and instructed not to connect while in prime. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. Should additional information become available, a follow up MDR will be submitted.